Manufacturer narrative:
A short test run did show that the contra angle handpiece was running out of specification. The current consumption was out of tolerance and the running noise was very rough. Indeed the temperature of the head was increasing but it was not getting hot. Around the push button there have been several small nicks which caused a slight deformation of the back cap and therefore caused that the back cap button stuck in. This caused that it interfered with the inner spinning parts which caused therefore the heat up. The push button showed also groove marks on the inner side which is an evidence of the before described situation. After disassembling of the head it was also found that the ball bearings of the head drive have been worn out. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Note: the here affected handpiece 25lp gets not distributed in the USA, but similar products -> 25lpa and 25 lpr.

Event description:
During a standard dental treatment the handpiece heated up and caused a burn on the right inner cheek. A small blister was visible. No medical care was necessary, burn was just cooled.